Event description:
Applying the freestyle libre 2 sensor to patient hm we had 3 applicators that were defective and malfunctioned causing waste and patient to have their arm irritated by the constant applying. Reference report #mw5156315, #mw5156316.